Manufacturer narrative:
Customer to perform their own repair.

Event description:
It was reported the hi-lo actuator housing was loose and may have broken away from the mount. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This medwatch was submitted in error. It was confirmed with the account that the motor was still attached to the bed. Function of the lift was not affected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable.

Event description:
It was reported the hi-lo actuator housing was loose and may have broken away from the mount. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.